Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).